Event description:
The device was received from the USA for service. During servicing of the device, it was found to be missing internal components. It is unk if the device was used during surgery, and it is unk if injury, medical intervention, or a delay in surgery occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and during service the device was found to have missing parts. If add'l info becomes available a supplemental report will be submitted.